Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. There was no adverse impact to customer¿s blood glucose level. Customer declined follow up from tandem technical support to ensure they obtained back-up insulin therapy.